Manufacturer narrative:
The complaint that the stimulator did not providing pain relief and lead damage have been confirmed. Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent, kinked location of the lead. The bent, kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint of lead damage fraying. The complaint of lead migration could not be confirmed. There are no anomalies on the lead that would have caused the migration. The lead passed the dimensional test.

Event description:
A report was received that the patient was no longer receiving pain relief. An xray revealed that the lead had migrated down. The patient underwent a lead replacement procedure. Upon examination of the explanted lead it appeared that it was frayed. The patient was doing well post operatively.

Event description:
A report was received that the patient was no longer receiving pain relief. An xray revealed that the lead had migrated down. The patient underwent a lead replacement procedure. Upon examination of the explanted lead it appeared that it was frayed. The patient was doing well post operatively.